Event description:
The surgeon reported problems with irrigation during cataract surgery. The surgeon stated the irrigation suddenly started going down during surgery. This surgery took about 1 hour. Multiple attempts were made for additional info on the event and pt status with no info provided to date.

Manufacturer narrative:
The customer did not request service for the system. No samples were returned for evaluation. The root cause of the pt event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).